Event description:
It was reported that an error occurred during a software upgrade. The programmer was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, an error code was displayed upon power up, as a result the hard drive was reconfigured and software was reloaded. It was also noted that the system fan was noisy and the electrocardiogram (ECG) and radiofrequency (rf) connectors on the link electronic module (lem) circuit board were loose. Concomitant product: product ID r2067 radiofrequency head. (B)(4).